Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.